Event description:
Physician reported left side deflation. "Hole, non-specific" observed during surgery via rga. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and observed opening on anterior side assessed as surgical damage. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Yellow biological tissue observed in the surface of the shell. White calcification observed in the surface of the shell. Observed non penetrating nick on the device. Observed broken on plug strap assessed as surgical damage.

Event description:
Physician reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted.